Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, "kink" in pump - very stiff and rigid - impossible to inflate.

Manufacturer narrative:
A titan otr pump was received for evaluation. Examination and testing of the returned component revealed no functional abnormalities noted with the pump. The information received indicated ""kink" in pump - very stiff and rigid - impossible to inflate", but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported.